Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 200cc gel breast prostheses when the right breast prosthesis ruptured post implantation. The rupture was diagnosed via MRI. Additionally, the patient was diagnosed with bilateral capsular contracture (baker grade ii in left breast, baker grade iii in right breast). As a result, the patient is scheduled to undergo explantation on (B)(6) 2022. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis rupture, bilateral capsular contracture. Explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 15-jun-2022, mentor received additional information about the event. The patient had both breast prostheses removed and they were replaced with mentor memorygel breast implant 200cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).